Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ intravascular catheter, the needle pulled out of the hub. The consumer stated that ¿during surgery, the device needle connection was found to be broken.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo and one actual sample in opened packaging were returned for investigation. Our quality engineer inspected the returned sample. The returned actual sample was not from bd tuas. A root cause for the reported defect could not be determined as the product returned was different from the product described on the packaging that was returned. A device history record review showed no non-conformances associated with this issue during the production of the reported batch on the packaging. Based on the photo returned and the visual inspection on the actual sample, the product is not manufactured by bd tuas plant even though the packaging is from bd tuas plant. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.